Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized due to increase in seizure. Patient was noted to have had 5 seizure in a row, which is an increase compared to recent history. Patient was scheduled for battery appointment but missed it due to hospitalization. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
The suspected device was returned and received by the manufacturer. Product analysis has not been performed/completed to date. No other relevant information has been received to date.

Event description:
Additional information received. Generator product analysis (pa) was approved. The generator was returned due to reported m103-m1000 eos, status unknown and increase in seizures. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, a system diagnostic test, and a voltage battery calculation were performed, which indicated an (end of service eos=yes) condition. No stimulation detected during programming of device for 24-hour monitoring. Unable to monitor output signals. The pulse generator was opened, the measured battery voltage (2.25v). A comprehensive automated pcba electrical evaluation was performed. A battery life calculation was not performed, no parameter data present for the model/serial number in vns programming history database. Other then the disabled output signal, no anomalies were seen, and the device performed according to functional specifications. Internal data was reviewed, and high impedance was seen but it did not occur during the duration of the implant and will not be captured. The battery was found to be at eos from pa however, since the increase in seizure was reported on 02/28/2025 and the explant occurred on (B)(6) 2025. There is no way to determine if the device was at eos during the report of increase in seizures. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent battery replacement due to battery depletion. The explanted device is available for return but it has not been received by the manufacturer to date. No other relevant information has been received to date.